Event description:
Home patient's spouse reports multiple incidents of a leak noted at the patient connector of the homechoice cassettes. The leaks were noted at the end of the priming cycle during automated peritoneal dialysis therapy. Spouse reports that did not discontinue treatment at the time of the reported incidents and therapy was completed. No patient injury or medical intervention reported per spouse.